Event description:
It was performed that the 7600 system had grainy images. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier needs to be replaced. The customer canceled the service call. A follow up report will be filed when additional details become available.